Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that patient had issues with recharging since implant. On (B)(6) 2015, the patient was getting the charge screen with no coupling bars filled in or reposition message using her recharger. Antenna locate was attempted with two different rechargers and this did not resolve the issue. The other recharger yielded the same results as the patient's; they got the charging screen with zero coupling bars filled in. It was noted that the implantable neurostimulator (ins) felt tilted. Though the pocket was healed, there was still swelling at the ins site and the pocket was tender. It was reviewed to wait for swelling to resolve and that the patient could get some charge into the ins with zero coupling bars. It was noted that the patient was at 25% charge at the time of the call on (B)(6) 2015. The issue occurred during use since (B)(6) 2015. Additional information was received from the health care professional (hcp)'s office indicating that the patient was last seen on monday prior to the report, (B)(6) 2015, but that there were no reports or indications of swelling, poor coupling, or the ins being tilted. The hcp looked into it further but did not have any further information related to the allegations. The patient was scheduled to be seen on (B)(6) 2015. Additional information has been requested regarding the outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.